Event description:
Pt reported that they do not feel like the bolus feature on this device is working correctly (device is giving too much or too little insulin). Pt believes this is the case because they hear the motor running; however, the device's bolus history reflects that the correct amount of insulin was delivered. Pt stated that they has experienced some high and low blood glucose levels, but no treatment was received.